Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One expired 8fr angio-seal vip sheath was received for evaluation. Visual inspection revealed that the locator was inserted into the sheath and there were broken pieces of the sheath visible on the various location distal to the sheath hub. The broken pieces of the sheath were examined under the microscope and there was slight yellow discoloration observed on the sheath. The returned pieces of the sheath were checked, and it crumbled into pieces upon application of minor force. No other visual anomalies were noted. The shelf life of the returned device was exceeded. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00909.

Event description:
The user facility reported that the angio-seal device did not stay intact upon insertion over the wire. The sheath crumbed in pieces. The patient was in stable condition. Manual compression was used for closure. Additional information was received on 24oct2019. Both angio-seal devices were used on the same patient. Upon failure of the first device, the second angio-seal was opened; however, the sheath in the second device also crumbled in to pieces. Additional information was received on 29oct2019. It was a stroke patient. Only one device was used on the patient, and the other device was opened on the desk to investigate. The sheath crumbled as it entered over the wire. All the plastic pieces were retrieved by themselves; no other service was contacted. The device was not stored in a pyxis. It was stored in a controlled temperature area with all other inventory. Blood loss was greater than 250ml. The patient did not have an adverse event, had to do manual compression for closure. They were unsure if the dilator was mated with the sheath when the sheath crumbled.